Manufacturer narrative:
An identified high gradients during implant and in follow up was reported. Information from field indicated that a echocardiogram and computed tomography showed, appreciating dirt around the valve, although cusps have good movability. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 23mm epic supra valve was implanted in the patient. After the release, high gradient's (43/20) and pseudoaneurysm were identified. The suspicion of high gradients due to postoperative hemodynamics. Patient was released with anticoagulation. A follow up was conducted on (B)(6); similar gradient was noted. A echocardiogram and computed tomography were conducted, appreciating dirt around the valve, although cusps have good movability. Patient continued anticoagulation until next follow up. The patient was reported stable.